Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance. (B)(4).

Event description:
It was reported by (b)(64) that during service and evaluation, it was determined that the chuck device had component damage and was frozen/did not move due to chuck being seized. It was further determined that the device failed pretest for checking the drill chuck. It was noted in the service order by a biomedical technician that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.